Manufacturer narrative:
(B)(4) device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Following the advancement of a .035x150cm non-bsc guide wire, a 12-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, the balloon ruptured after being inflated to 10 atmospheres. A piece of the balloon came off and was retrieved using a snare. The device was completely removed from the patient's body and a 14mm percutaneous transluminal angioplasty (pta) balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status was good.